Event description:
On the initial report received by aso on 08/23/2023, the consumer stated that she needed to follow up with her husband's doctor because the product stuck to his wound. The consumer states that there was a piece of plastic attached to his wound.

Manufacturer narrative:
As of 09/13/2023 retained samples of the same lot product were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests. Refer to section b.6 of this report for further details.

Event description:
On the initial report received by aso on 08/23/2023, the consumer stated that she needed to follow up with her husband's doctor because the product stuck to his wound. The consumer states that there was a piece of plastic attached to his wound. 10/06/2023 on the completed cir received from the consumer on 10/06/2023, she states that she went back to the dermatologist for treatment because the plastic on the pad stuck to her wound/stitches. She had a fever and was feeling weak.

Manufacturer narrative:
As of 09/13/2023 retained samples of the same lot product were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests. As of 10/11/2023 returned product samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted.